Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced with a reported issue is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with an 8f sheath after an interventional percutaneous chronic total occlusion coronary procedure. Reportedly, after deployment of the first proglide device, the lever was returned to its original position to close the foot before removal of the device was attempted; however, strong resistance was noted, and the device got stuck. The device was ultimately successfully removed little by little by cutting the skin while the deployed foot was moved by a surgeon who had previous experience with proglide. At that time, the guide wire was already re-inserted, so a second proglide was deployed but a cuff miss occurred [suture retrieval issue]. After the guide wire was re-inserted, a third proglide device was used to achieve hemostasis. There was no reported tissue damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.